Event description:
During index procedure the patient had one endeavor sprint stent implanted in the lad. Approximately 12 months post index procedure the patient suffered a stroke. Approximately 13 months post index procedure the patient died, the cause of death was cerebral infarction. Investigator indicated that the reported events were not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure cerebral infarction, death. (B)(4).